Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature. Han, h. S., & lee, m. C. (2017). Cementing technique affects the rate of femoral component loosening after high flexion total knee arthroplasty. The knee, 24(6), 1435¿1441. Https://doi.org/10.1016/j.knee.2017.08.002 . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. No medical records were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from the knee (2017) that reported a study from the republic of korea that looked at femoral component loosening after high flexion total knee arthroplasty. The purpose of the study was to determine the effects of different cementing techniques on the rate of early femoral loosening of high-flexion total knee arthroplasties. The study reviewed seven hundred and thirty-four (734) knees receiving a nexgen legacy posterior stabilized-flex fixed bearing prosthesis from july 2001 to july 2010. The study population had a mean age of 69.1 ±6.9 years at time of surgery. Follow-up was conducted at clinically and radiographically at six weeks, three months, six months, one year and annually thereafter with a mean length of follow-up for 8.3 years (group n) and 5.8 years (group p). The study reported eight cases of radiological tibial loosening. Attempts have been made and no further information has been provided.